Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed a clinical review on the reported event and determined that there was insufficient information provided to determine the impact of the device use on the patient.

Event description:
The customer reported that during a patient event, their device gave a "connect electrodes" prompt after connecting the defibrillation therapy electrodes to a patient. The customer then attempted another set of therapy electrodes with the same outcome of the device giving a "connect electrodes" prompt. After this reported issue, a second officer arrived on scene (an unknown amount of time later) with a backup device. The backup device detected the patient and gave a "no shock advised" decision. The patient was reported to have been down for an unknown amount of time prior to being found. The customer did not know if CPR was in progress at the time the first responder arrived and upon arrival, the patient was in full cardiac arrest. The customer reported that the patient did not survive the event. No additional information of the event has been reported.